Event description:
It was reported to boston scientific corporation that in 2007, a pt, who had recently undergone a placement of the obtryx mid-urethral sling, reported to her physician some generalized urinary discomfort. The pt was referred to a urologist for a cystoscopy. Boston scientific received info on 03/12/2008 that the pt was seen by the urologist (unk date) and stated that the initial sling was placed at the bladder neck too tightly. There was no erosion noted. The urologist attempted a urethral dilation in the office which was not successful. In 2008, the urologist extracted the sling. Upon further follow up the physician reported the pt as ?doing great.?

Manufacturer narrative:
The device, following explant, was disposed of therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A ship history revealed that the most likely lots to have been associated with this complaint. A DHR review was conducted on each of the 3 lots; there were no issues noted. A lot history search was performed on each of the 3 lots; there were no complaints reported from any of the 3 lots. The 2008 complaint trend report for the product family was reviewed; no adverse trend was noted. A review of the labeling, including the directions for use which are referenced on the labels, shows that the device was used in accordance with the labeling as a sub-urethral sling for the treatment of stress urinary incontinence (not an off-label use) but was not used in accordance with the labeling because the sling was placed with too much tension despite the warning in the directions for use. Pain and urinary retention are noted as potential complications of sub-urethral sling placement in the directions for use. The directions for use also state that the user should note the importance of placing the mesh without tension under the mid-urethra because excess tension may cause temporary or permanent lower urinary tract obstruction and retention.